Event description:
On (B)(6) 2012, the patient was consented and treated with coil embolization of a splenic artery (unruptured 14.10x14.09x15.80). The aneurysm was stable in appearance, but calcifications were noted. A total of eight coils were placed: 14x60 complex standard, 11x45 complex standard, 10x40 complex standard, 9x30 complex standard, 8x35 complex soft, 6x30 complex soft, 4x10 complex extra soft, 6x20 complex soft . During the procedure, a 6x30 complex soft ruby coil "detached in the catheter when pulling back in response to resistance" as described by the pi. The event did not involve any patient injury. The patient was discharged home (B)(6) 2012.

Manufacturer narrative:
Results: the coil is stretched. The proximal constraint ball is missing. The pet lock at the proximal end of the pusher is intact. The distal detachment tip (ddt) is in a ready to release state, with the pull wire in the capture feature and the constraint ball held between the pull wire and the lever plate of the ddt. The stretch resistant (sr) wire that should connect the ball to the coil is broken at the surface of the ball. Conclusion: the unintentional release of the coil noted in the complaint is confirmed. The cause of the release is the breaking of the sr wire. The cause of the break cannot be directly determined however, the complaint describes resistance during coil advancement therefore, there may have been resistance when attempting to withdraw the coil. Breaks in the sr wire occur when excess tensile force is placed on the coil during manipulation. In this case, excess tensile force was likely placed on the coil when the physician pulled the coil back into the catheter during withdraw. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.